Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed the issue. The mobile view station (mvs) interface cable was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the mobile view station (mvs) and image acquisition system (ias) were intermittently communicating. The field service engineer (fse) found that the umbilical cable was damages. There was no patient present when the issue was identified.